Event description:
During procedure surgeon placed an anterior balloon pump. Right femoral access was gained percutaneously and a wire was placed and advanced into the proximal descending thoracic aorta. The intra-aortic balloon pump was advanced over this into the proper position without difficulty. However when the balloon pump was connected to the console it would not fill and there were multiple alarms we changed consoles again there were alarms in the device without function. We remove that balloon pump placed a datascope balloon through the sheath and this balloon worked appropriately. No injury to patient.